Event description:
During an atrial septal defect closure, the 26 mm amplatzer septal occluder (aso) deformed cobra-shaped. The device was removed and replaced with a second 26 mm aso. The patient remain hemodynamically stable throughout the procedure and the procedure was not extended beyond 5 minutes. The user did attribute the event to a device malfunction and not to patient anatomy. The patient has been discharged.

Manufacturer narrative:
The reported event of deformity could not be confirmed. The investigation confirmed the returned 26 mm amplatzer septal occluder met all functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.